Event description:
It was reported that 4 days post a coronary drug eluting stenting treatment procedure, a sub acute thrombosis occurred. The patient had 2.5x12mm taxus express2 drug elutig stent placed 4 days before the event, in the left wnaterior descending (lad) artery .stent was well approsed per the physician. The procedure was successful and patient was complaint with plavix according to medical charts. Patient did not leave the hospital patient presentedc with chest pains and was diagnosed with a thrombosis in the cath lab via angio. The thrombosis was located proximal to the stent. The 80% stenosed lesion being treated was located in the mildly calcified, moderately tortuous mid left anterior descending (lad) artery. The physician peredilated with a 2.0x20 maverick balloon inflated to 14atms. The physician placed an unnown size stent to treat thrombosis. No patient complicatons were reported. Patient status reported as "stable".